Manufacturer narrative:
The device was not returned to invacare. The underlying cause of the caster breaking off could not be determined based on the information available. This device is 5 years old. The expected service life of this device is 5 years. It is highly recommended to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual (part 1024492 rev g). Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with caster failures. (B)(4).

Event description:
It was reported that the bolt is bent on one of the rear casters of a 9805 patient lift.